Manufacturer narrative:
Per (B)(4) initial report. Additional information including primary usage, whether the cup and liner were also corin devices, post primary and pre revision x-rays, operative notes (primary and revision) and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the collared stem and biolox delta ceramic head after 3 months due to infection.

Manufacturer narrative:
Per - (B)(4) final report: additional information including primary usage, whether the cup and liner were also corin devices, post primary and pre revision x-rays, operative notes (primary and revision) and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information was not provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no deviation from process or product non-conformity that would have caused or contributed to the reported infection. Based on the available information, no further investigation can be conducted. However, infection is a know complication with any invasive surgery and thus this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision of the collared stem and biolox delta ceramic head head after 3 months due to infection.